Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. Unable to confirm the battery out limit alarms due to the blank display.

Event description:
The customer called to report a battery out limit alarm and a blank display. The customer also stated that there was a white powder inside of the battery compartment. The customer did not feel safe with the insulin pump and asked to have it replaced. Nothing further was reported.